Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow-up, loss of capture was noted on the right ventricular lead. During revision procedure the pulse generator was noted to have migrated as it was not sutured down during initial implant. Which caused dislodgement of the leads the pocket was cleaned, no signs of infection and the device and leads were re-implanted and normal function ensued. The patient left the procedure in good condition.